Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high and fluctuating impedance, as well as an increase in threshold since implant. A connection issue was suspected. The rv lead and implantable cardioverter defibrillator (ICD) currently remain in use and the patient is being monitored. No patient complications have been reported as a result of this event.